Manufacturer narrative:
H4: the lot was manufactured from july 17, 2020 - july 20, 2020. H10: the device was received for evaluation. The bag was cut where the customer emptied the contents. Visual inspection along with magnification was performed which identified particle matter inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: p.o. Box: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (unspecified) was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.